Manufacturer narrative:
Initial reporter address corrected to say (B)(6).

Manufacturer narrative:
Physician information was added to this report. Physician name: dr. (B)(6).

Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including facility, surgeon's name, or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an arthrodesis surgical procedure that utilized a paragon 28 hammertube system. The 2.75 mm 10° angled hammertube implant broke through the patient's cortex. It was reported that the surgeon could not get the implant far enough and upon removal, the implant would not budge. The complaint initiator reported that the surgeon was able to remove the hammertube implant. No further information was reported.